Manufacturer narrative:
Although patient used several products and initial investigation of nutrifill has shown no abnormalities, patient indicated that one vial would last for 2-3 days of application/wear. Saving and reusing a single-use preservative free ampoule could introduce bacteria into the contact lens wearing environment and cause infection. Single-use ampoules are meant to be discarded immediately after use as instructed on packaging. It is possible that patient misuse introduced infection.

Event description:
Patient (B)(6) contacted the company on 11/13/2024 indicating they had recently been treated for several infections. On 11/14 (B)(6) agreed to a phone call to describe the event(s). (B)(6) began wearing scleral lenses for keratoconus in (B)(6) of 2024 (post corneal transplant). (B)(6) used uniqueph disinfecting solution, nutrifill saline solution for filling their scleral lenses, and systane pf drops and an unknown saline to occasionally rinse lenses. (B)(6) indicated that they would use one vial of nutrifill for 2-3 days. Sometime in august (B)(6) began to experience irritation, redness and pain ou when wearing lenses. By the end of august (B)(6) visted their ophthamologist for an emergency visit. (B)(6) was advised they had an infection from their contact lenses and were prescribed moxyfloxacin and told to discontinue wear for 10 days until symptoms resolved. (B)(6) resumed wear after the advised time period and immediately the symptoms resumed and the opththamologist again adviced to discontinue contact lens wear, prescribed moxyfloxacin and reviewed disinfection of contact lenses and to replace their contact lens case and suggested using clearcare to disinfect lenses. After sseing their optometrist (B)(6) resumed contact lens wear using lacripure for their filling solution and using clearcare once a week to disinfect and has not had any issues since. (B)(6) then contacted contamac solutions and provided information about the adverse event and shared that they had been using lot number hfh (purchased in july 2024) and sent 4 unopened vials and 2 vials that had been open in a zip-loc bag for testing.

Manufacturer narrative:
Although patient used several products and initial investigation of nutrifill has shown no abnormalities, patient indicated that one vial would last for 2-3 days of application/wear. Saving and reusing a single-use preservative free ampoule could introduce bacteria into the contact lens wearing environment and cause infection. Single-use ampoules are meant to be discarded immediately after use as instructed on packaging. It is possible that patient misuse introduced infection. Update: information received later from the manufacturer, including the retesting of 4 different sets of samples (retained samples and samples collected from the field) has indicated 2 sets of samples were non-sterile. Misuse could have contributed to the symptoms, but we now are unable to confirm the sterility of lot hfh. This lot is being recalled.

Event description:
Patient (B)(6) contacted the company on (B)(6) 2024 indicating they had recently been treated for several infections. On (B)(6) agreed to a phone call to describe the event(s). (B)(6) began wearing scleral lenses for keratoconus in (B)(6) 2024 (post corneal transplant). (B)(6) used uniqueph disinfecting solution, nutrifill saline solution for filling their scleral lenses, and systane pf drops and an unknown saline to occasionally rinse lenses. (B)(6) indicated that they would use one vial of nutrifill for 2-3 days. Sometime in (B)(6) began to experience irritation, redness and pain ou when wearing lenses. By the end of (B)(6) visted their ophthamologist for an emergency visit. (B)(6) was advised they had an infection from their contact lenses and were prescribed moxyfloxacin and told to discontinue wear for 10 days until symptoms resolved. (B)(6) resumed wear after the advised time period and immediately the symptoms resumed and the opththamologist again adviced to discontinue contact lens wear, prescribed moxyfloxacin and reviewed disinfection of contact lenses and to replace their contact lens case and suggested using clearcare to disinfect lenses. After sseing their optometrist (B)(6) resumed contact lens wear using lacripure for their filling solution and using clearcare once a week to disinfect and has not had any issues since. (B)(6) then contacted contamac solutions and provided information about the adverse event and shared that they had been using lot number hfh (purchased in (B)(6) 2024) and sent 4 unopened vials and 2 vials that had been open in a zip-loc bag for testing.